Event description:
It was reported that the head section of the bed collapsed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results. The bed was inspected by a service technician and found to be functioning within specifications. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported. This issue is not likely to cause or contribute to serious injury or death if it were to recur.

Event description:
It was reported that the head section of the bed collapsed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.